Manufacturer narrative:
Lot # was not provided. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user / patient contacted lfs on (B)(6), 2010 alleging inaccurate high readings on their one touch ultrasmart meter. A medical surveillance specialist (mss) spoke to the patient's wife on (B)(6), 2010 and obtained the following information: the wife mentioned that the alleged high readings began on (B)(6), 2010 at around 10:15am. The patient had obtained a 205 mg/dl on the lfs meter and took his 10 mg of glucotrol and 75 units of lantus. He ate breakfast and approximately 90 minutes later developed symptoms of feeling dizzy, shaky, blurred vision and felt weak. The patient did not test his blood glucose at the time of exhibiting symptoms and wife treated him with sugar and crackers. The patient felt better 15 minutes later. He did not test his blood glucose on his meter after he felt better. The patient went and saw his physician later that evening and obtained an 86 mg/dl on the physician's meter. The patient did not receive any medical treatment. While troubleshooting, it was noted that the patient had been using expired test strips. Using expired test strips may lead to false blood glucose readings. The product was replaced. The complaint is being reported since the patient alleged that due to the alleged high readings, he later developed symptoms and had to self-treat with food and felt better.